Manufacturer narrative:
The insulin pump functioned properly during the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. No motor error alarm was noted. The motor was tested outside of the device and passed the motor test. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads, and a cracked belt clip slot.

Event description:
It was reported that the insulin pump alarmed motor error during bolus delivery. The customer's blood glucose was 9.0 mmol/l. The customer does not use the sensor feature. They were able to rewind the device. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.